Event description:
The manufacturer received information alleging a trilogy ev300 ventilator alarmed for error during device setup and would no longer work. There was no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
A field service engineer went onsite to evaluate the alleged issue of the ventilator alarming and not working. The 3-way solenoid valve, the proportional valve, and the system printed circuit board assembly were replaced during service and repair. The product investigation laboratory (pil) received a trilogy evo solenoid with the allegation of the device kept giving errors and will not run anymore. Pil retrieved and reviewed the event log from service and found nothing of note. Pil was unable to confirm the complaint of the trilogy evo solenoid valve failure. Pil concluded that the solenoid operates as designed. Pil received a trilogy evo proportional valve for investigation with the allegation of the device kept giving errors and will not run anymore. Pil retrieved and reviewed the event log from service and found nothing of note. Pil was unable to confirm a failure of the proportional valve. Pil concluded that the proportional valve operates as designed. Pil received a trilogy evo system pca with the allegation of the device kept giving errors and would not run anymore. Pil retrieved and reviewed the event log from service and found nothing of note. Pil was unable to confirm a failure of the system pca. Pil concluded that the system pca operates as designed. Investigation of the returned components by the product investigation laboratory was unable to confirm failure of the replaced components.